Event description:
Event description guidant received information that this pacemaker, which is on an advisory, was pacing at the maximum rate. The accelerometer function was on at the time. The caller reprogrammed the accelerometer but the device continued to pace at a high rate.